Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2017. As reported by the patient's attorney, the patient underwent a removal procedure of the sling on (B)(6) 2017 due to dyspareunia and voiding dysfunction. Voiding dysfunction continued after sling removal, a revision procedure was performed in the fascia near the urethra on (B)(6) 2018. A revision procedure was performed on (B)(6) 2018 due recurring voiding dysfunction. Boston scientific has been unable to obtain additional information regarding the event to date.